Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 10 mg/dl. Customer stated that she had extremely high blood glucose. Customer stated that she did not eat and gave herself a lot of insulin. Nothing further was reported.